Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no problem found. No root cause could be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
According to the reporter, on (B)(6) 2017, during a procedure, the device had registration issue and had system inaccuracy. Customer tried to register multiple times but was unable to get an accurate registration. They tried two registrations, restarted the system and then tried an additional registration. The procedure was aborted. The patient was under general anesthesia. No patient injury noted.